Event description:
Subsequent to the initial medwatch report filed, additional information received states: the promus 3.0 x 28 mm in the proximal left anterior descending artery (lad) was overlapped with 3.5 x 23 in mid lad, but the thrombosis occurred only in the proximal area of the promus 3.0 x 28 mm.

Manufacturer narrative:
(B)(4). It was reported that no pre-dilatation was performed. It should be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred periprocedurally.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent information reported that the stent was not fully expanded due to the calcification. On (B)(6) 2011, angiography was performed to confirm thrombosis, which was treated with aspriation and additional dilatation.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). It was reported that no pre-dilatation was performed. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred periprocedurally.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid left anterior descending artery. On (B)(6) 2010, a promus stent was implanted. On (B)(6) 2011, it was confirmed that sub acute thrombosis occurred. Intervention was required to treat the thrombosis; however, it is unknown what the treatment was. No additional information was provided.